Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A medtronic representative reported via the interdepartmental helpline solutions tracker of low blood glucose readings from the insulin pump. The customer's blood glucose was 36 to 57 mg/dl. The customer indicated that they suspended the pump and their meter is not correct. Low blood glucose troubleshooting was unable to be performed. No further details given.